Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. No other information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1821502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 6f-7f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. No other information is available. The mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown. Three non-sterile mynxgrip vascular closure devices 6f/7f from lot f1821502 were returned for investigation. Following multiple attempts to obtain clarification, it was stated that the sales rep did not have recollection as to why there would be 3 products. It is also unknown if there was a complaint against any of the 3 devices. Neither the rep nor the site had any further information on those occurrences. The devices received were evaluated for the originally reported malfunction code. Device #1: a non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. A portion of sealant returned deployed from the device, soaked in blood. The advancer tube was also removed from the device as received. The advancer tube's distal tip was inspected for damages that may have contributed to a failure. No visual damages or anomalies were observed on the advancer tube, nor were on other components of the device. Device #2: a non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant remains in manufactured position. The distal tip of the device was observed slightly bent. The balloon cannot be inflated due to the catheter¿s lumen was clogged with dried contrast. The condition of the returned device indicates that the sealant had not been deployed. Device #3: a non-sterile mynxgrip vascular closure device 6f/7f was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle. The sealant remained in manufactured position. The balloon cannot be inflated due to the catheter¿s lumen was clogged with dried contrast. The condition of the returned device indicates that the sealant had not been deployed. A product history record (phr) review of lot f1821502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿device deployment jam¿ were not confirmed through analysis of the 3 returned devices as the conditions do not match the description. The exact causes of the issues experienced with the returned devices could not be conclusively determined. Based on the product analysis of device #1, it appears that the device may have been deployed in the patient but was removed. It is not possible to determine what factors may have contributed to this issue experienced since the event was not provided. However, it could be due to procedural/handling factors during deployment or device retraction. It should be noted that if a proper position of the tamping tube was not maintained and/or failure to hold the advancer tube in place during catheter removal, the sealant could be dislodged from the vessel wall. Based on the analysis of device #2 and #3, no functionality anomalies were noted. Therefore, it is unknown what issue occurred, especially since the sealants were received in the manufactured position. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the IFU also states, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Neither the phr review nor the product analyses suggest that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Addendum for additional information received: the mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown. As reported, the 6f-7f mynxgrip vascular closure device (vcd) was catching on the sheath during deployment. No other information is available. The mynx was attempted to be used following a superficial femoral artery (sfa) angioplasty. The user was trained on the use of the mynx device. Hemostasis was achieved with manual compression. The patient was neither hospitalized nor was the patient's hospitalization extended as a result of the event. Additional procedural details were requested but are unknown. The device was not returned for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿device deployment jam¿ could not confirmed as the devices were not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the deployment jams reported. However, a possible factor are storage temperature factors. If the devices were exposed to temperatures above 25 degrees celsius, the sealant can begin to soften, which makes delivery of the sealant more difficult. Another factor could be failing to open the sheath¿s stopcock prior to the shuttle down step. This can result in a premature swelling of the sealant since the blood trapped in the sheath has nowhere else to go if the user is providing temporary hemostasis with the balloon. When the sealant becomes exposed to moisture prematurely, this would cause the sealant to swell up, increasing its profile. During the unsheathing step after shuttle advancement, the moistened sealant can cause resistance and prevent the procedural sheath from being retracted during the procedure. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Also, without a lot number to conduct a phr review for the second device, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no corrective and preventive actions will be taken at this time. This is one of two products involved with the reported event and the associated manufacturer report numbers are 3004939290-2019-01046 and 3004939290-2019-01047.